Event description:
It was reported that during a lap splenectomy procedure, the active blade broke off of the jaw but did not fall into the patient. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.